Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the adc freestyle libre sensor detached after 4 days of wear. The customer was subsequently unable to monitor blood glucose and experienced the symptom of light headed. The customer had contact with a healthcare professional, diagnosed with hyperglycemia, and treated with insulin (dose/type unknown). The customer reported a blood glucose reading of "more than 600 mg/dl" but did not specify the source. There was no report of death or permanent injury associated with this event.